Event description:
Boston scientific crm received information that this device, which has been implanted for greater than six years, was exhibiting a battery status indicator of end-of-life (eol). This was associated with a monitoring voltage of 2.38 volts and a charge time of 30.7 seconds. Technical services discussed therapy availability at eol.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
Subsequently, boston scientific crm received information that this device was electively explanted due to normal battery depletion and was returned to boston scientific's post market quality assurance laboratory for analysis. Engineering calculations determined that this device met expected longevity. However, the elective replacement indicator (eri) and eol interval was less than 90 days. The device is currently undergoing laboratory testing.